Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Customer reports a silicone segment bulge in their primary tubing. Although requested, no other details have been provided by this customer.